Event description:
My wife had a st. Jude ICD (model #cd2357-40q) put in on (B)(6) 2014 due to congestive heart failure. She only had the ICD 8 months and the pacing lead came dislodged from the device which caused her to have severe pain and muscle spasms to the opposite side of her chest. So in (B)(6) 2014, the doctor had to cut her back open to replace the pacing lead. Now only 11 months after that, the pacing lead came dislodged again from the device which caused her severe pain again and muscle spasms. So in (B)(6) 2015, the doctor had to cut her open again, but this time he chose to take the lead out and not replace it with another one. The doctor said that she only used the pacing part of the ICD 3% or so of the time so he felt he didn't need to try again. So that is in 19 months my wife went through 2 pacing leads which is very odd. Now here is a bigger problem for my wife, the ICD is moving in her chest. At least 4 times in the last few weeks it has turned to a 90 degree angle which causes great pain to her when it happens. It will lie back down eventually. I do have pictures of it when it happened this last time to show how far it sticks out when it turns 90 degrees. When this happens she has severe pain throughout her chest. The ICD during the other times it moves it will cause great pain under her armpit to the middle of her chest. Here is the info on the leads that were used for the pacemaker portion and defibrillator portion of the ICD. Rva model # (722q/58) and ra-lead model # (2088tc/46).